Event description:
It was reported the lcd (liquid crystal display) screen is not working correctly. It was also reported the lower display is missing pixels and upper display not showing numbers correctly. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).